Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: onsite unit was flickering intermittently during case the probable root cause is wear and tear. Poor air flow may affect ventilation of the light source unit. A bad reed switch on the safelight cable may also contribute to flickering. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.